Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 489 mg/dl at the time of incident and other relevant blood glucose levels were 500 mg/dl and 356 mg/dl. Customer stated that the cannula was bent and they also experienced low blood glucose. Customer experienced symptom such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. Customer did not allege that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer was using cannula and got in a muscle it bled and it was painful and they changed it out. Customer declined for further troubleshooting. The insulin pump will not be returned for analysis.